Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a scope communication error (e216) occurred about the device. The user cleaned the electrical contacts on the video connector and connected the device, but could not solve the communication error. No error occurred when connecting another endoscope. There was no report of patient injury associated with this event.